Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 of the same event. It was reported from (B)(6) that during a surgical procedure for a distal femur trochanteric fracture using a j-pfna long to finish fixing the proximal section, it was observed that the radiolucent drive device did not move at all and the drill bit device did not rotate while in use together with the adapter device to stop the distal side. According to the report, the event occurred as the surgeon turned on the unit. It was further reported that when checking connectivity between the radiolucent drive and the adapter devices, the surgeon found that the adapter was moving even though the radiolucent drive was not. There was a fifteen minute extension to the surgical procedure which was completed by drilling manually. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no allegation for the j-pfna device and adapter device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.